Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston did not recognize the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.